Manufacturer narrative:
.

Event description:
Nurse found IV site t-connector was leaking from where IV line connects. Solumedrol infusing at time of leak. T-connector changed with no further issues. No patient harm. Investigation ongoing. Follow up report will be filed when investigation complete.